Event description:
The facility alleges that the stapler is jamming. It is unk if the event occurred during a procedure. No patient injury or medical intervention was reported.

Manufacturer narrative:
The device has been requested for evaluation but has not been received. Should the device be received, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.